Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was implanted with heartmate 3 on (B)(6) 2020 and passed away on (B)(6) 2020 due to ischemic bowel. There were no device issues or malfunctions that could have contributed to the outcome. It was reported the device operated as intended. No autopsy was performed. The device was not explanted. The device will not be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the patient outcome due to ischemic bowel and heartmate 3 left ventricular assist system (lvas), serial number (B)(6), cannot be conclusively established through this evaluation the relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including death. No further information was provided. The manufacturer is closing the file on this event.